Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
A patient emailed our office complaining of a bottom lip being swollen and was seeking advice. Advised the patient to contact her dentist, so that they may treat the situation. Patient stated that in reading the "warnings" she sees that this is an allergic reaction. Followed-up with patient, symptoms subsided.